Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with non sustained ventricular tachycardia (nsvt) that was inappropriately triggered because of myopotential oversensing. The oversensing caused pacing inhibition. Programming changes were made. No patient symptoms reported.